Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with candida parapsilosis and staphylococcus aureus in cultures and a wbc count of 3091/mm3. The patient was diagnosed with peritonitis due to intra-abdominal sources. It was explained the patient recently underwent an outpatient gastrointestinal procedure (exact date unknown) that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient¿s infection was an unintended consequence of this surgical procedure. The patient was prescribed intraperitoneal (ip) vancomycin, ip cefepime and oral fluconazole (dosages, frequency and durations unknown). The patient¿s pd catheter (not a fresenius product) was removed during hospitalization when fungus was found in the patient¿s effluent fluid culture. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic in response to antibiotic and antifungal therapies. The patient continues hd therapy on an in-center basis with a plan to return to pd therapy on the same liberty select cycler once a pd catheter is replaced and he is cleared by his physician.

Event description:
On (B)(6) 2024, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with candida parapsilosis and staphylococcus aureus in cultures and a wbc count of 3091/mm3. The patient was diagnosed with peritonitis due to intra-abdominal sources. It was explained the patient recently underwent an outpatient gastrointestinal procedure (exact date unknown) that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient¿s infection was an unintended consequence of this surgical procedure. The patient was prescribed intraperitoneal (ip) vancomycin, ip cefepime and oral fluconazole (dosages, frequency and durations unknown). The patient¿s pd catheter (not a fresenius product) was removed during hospitalization when fungus was found in the patient¿s effluent fluid culture. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic in response to antibiotic and antifungal therapies. The patient continues hd therapy on an in-center basis with a plan to return to pd therapy on the same liberty select cycler once a pd catheter is replaced and he is cleared by his physician.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to intra-abdominal sources following abdominal surgery as reported by a medical professional. It is well known peritonitis can occur as a consequence of intra-abdominal surgery. This is further evidenced by the presence of microorganisms that are part of the normal flora of human gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.